Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
The physician reported pacing failure as observed on the ECG monitor. A check of the subject device revealed a ventricular lead impedance over 3000ohms, and it fluctuated when pressure was applied around the pocket area and also when the pt changed body position. A reintervention was performed and the lead did not came out from the port with a pull test. However, the physician indicated that it may have moved slightly compared to the atrial lead. Normal lead values were measured with a psa. The lead was reconnected to the device and re-implanted.